Event description:
It was reported that the patient was experiencing pain at both extension sites. Surgical intervention was undertaken wherein both extensions were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.